Manufacturer narrative:
E1 reporting insitution phone #: (B)(4). E1 reporter phone #: (B)(6). A philips field service engineer (fse) went to the customer's site; however, the device was unable to be located. Therefore, the cause of the reported problem is unable to be determined. The product malfunction was unable to be confirmed because the customer was unable to locate the device. A review of the service history for this device confirms that the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a suresigns vs4 indicating that the blood pressure measurements taken are incorrect. The customer stated the device was not being used with patients. No adverse event was reported.